Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patient samples tested on the cobas 6000 c 501 module. The initial results were reported outside of the laboratory. Sample a: on (B)(6) 2022, the initial result was 3.14 mmol/l. On (B)(6) 2022, the repeat result was 2.3 mmol/l. Sample b: on (B)(6) 2022, the initial result was 3.53 mmol/l. On (B)(6) 2022, the repeat result was 2.4 mmol/l. The reagent lot number is 63598501 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The (B)(6) 2022 and (B)(6) 2022 qc results were within specifications. The customer used non-roche qc materials. The last calibration performed on (B)(6) 2022 was within specifications. The special wash was installed as recommended. The field service engineer (fse) inspected the module. He found a leak in the wash station and total crystallization in one of the solenoid valves. The fse then removed the leak and performed adjustments. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined that the issue was consistent with a hardware issue. A general reagent-related issue was excluded as the calibration data and qc data were within specifications.